Manufacturer narrative:
The returned device was evaluated and no bends or kinks were observed with the exposed portion of the soft cannula during investigation. Fluid was observed to divert through a tear in the exposed portion of the soft cannula. As a result fluid was unable to successfully exit the distal tip of the soft cannula. The timing and cause of the tear is unknown. The downloaded data returned an 0x6a alarm, indicating occlusion during runtime (threshold exceeded at end of bolus). The drive mechanism was inspected and no damages or defects were found that would contribute to the alarm. A root cause analysis could not be determined for the activation of the alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by patient's mother that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Ketones were also tested and the results were negative. As treatment, a manual injection of insulin was delivered, a new pod was applied and patient drank fluids.